Event description:
It was reported that when doing thresholds the programmer would not start the test when "push and hold" light pen on test. When the pen is released the programmer will start to pace. It was further noted that the paper would not print out properly. The programmer and radiofrequency (rf) head were retuned for service. Both products were analyzed and tested out of specification. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the threshold issue, device operates correctly. Printer is functioning normally. It was noted that the stylus was worn and damaged and the system fan was noisy. (B)(4): analysis found that the cable was damaged and the device failed telemetry testing due to the cable being out of electrical specification.